Event description:
It was reported that this implantable cardioverter defibrillator (ICD) undersensed the vs and as markers as they were falling into refractory resulting in sensor pacing and cross chamber blanking. It was determined that the device induced the patient into ventricular tachycardia (vt) arrhythmia and the patient received a shock and the rhythm broke. Technical services discussed programming options. The field representative evaluated the patient in the clinic and the device was re-programmed to prevent far-field oversensing. At this time, the device remains in service. No adverse patient effects were reported.